Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited low pacing impedance. Insulation damage was suspected. No interventions were performed. The status of the patient was unknown.